Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission with several non-sustained ventricular oversensing (nsvo) episodes. Review of the egms revealed intermittent loss of capture. Programming changes were made. The patient was doing fine.